Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product remained in the eye. Not enough information was provided to conduct further investigation. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The customer was the reporter. The customer suggested that an ophthalmologist had shared with the customer's sister that the lenses had probably tipped over slightly. Information was provided that the customer started to be disappointed with vision 3 days after the surgery. The customer had a follow up appointment with the surgeon one month after surgery. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, an ophthalmologist told the customer that the lenses had probably tipped over slightly. Patient was certain that lens tipped over was the reason for the failure of the reverse surgery that corrected presbyopia instead of myopia.

Event description:
A consumer reported that following cataract surgery with an intraocular lens (iol) implant procedure, started to be disappointed with vision three days after surgery. The patient had an almost perfect correction of presbyopia, which is 100 percent the opposite of what asked for. The patient was unable to drive, tried once, and could only see the signs on the boulevards when was below. The patient saw the surgeon one month after surgery and surgeon said, did not understand why the visual signal does not reach the brain. As per surgeon the installation was perfect and does not understand why the surgery did not work. Additional information received stating that the lenses were installed properly, but instead of fixing myopia as requested, the procedure corrected presbyopia. There are two medical reports associated with this patient. This file is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).